Manufacturer narrative:
(B)(4). (B)(4). Catalog # = cdh25. The analysis results found that the cdh25 device was received instead of a cdh29. The device arrived in good visual condition. The breakaway washer was not returned for analysis and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device cut but did not deploy staples. The washer was still intact after firing. A new device was used to complete. There was no adverse patient impact.

Event description:
The pt received an scs system consisting of an ipg and 2 percutaneous leads on (B)(6) 2008. It was reported that the physician relocated the ipg implant site from the pt's back to her front and kept the existing leads. Following the procedure, it was reported the pt had lost stimulation. Impedance readings revealed loss of function of the one of the leads. The non-functioning lead was explanted and the other lead was moved to provide adequate coverage. The explanted lead was discarded and was not returned to ans for analysis. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.